Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of high pacing lead impedance and loss of sensing were confirmed in the laboratory. Upon receipt, the leads could not be fully inserted into the connector. Visual inspection identified epoxy in the contact spring, gluing the spring loops together such that the spring would not move and could not expand to allow the leads to insert through it into the connector port. The epoxy was also coating portions of the spring such that it could cause electrical contact problems, consistent with high pacing lead impedance and loss of sensing. Sem analysis verified the substance to be epoxy. The cause of the epoxy contamination is due to a manufacturing anomaly. (B)(4).

Event description:
It was reported that during procedure the device was not functioning properly. Lead connection to the device showed high impedance and was not sensing. The device was removed and a new device was implanted. Patient is stable and will continue to be monitored.